Event description:
Customer reported on a bravo ph capsule that failed to attach. According to the customer, the patient suffered from bleeding at the time, which subsequently stopped. No further information is available.